Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a stent placement procedure on (B)(6) 2013. According to the complainant, the indication for the stent placement was palliative treatment for a stenosis caused by large intestine malignancy. The colonic stricture was approximately 3cm in length. During the procedure, the stent was implanted successfully from the sigmoid to the rectosigmoid colon. On (B)(6) 2013 at midnight, the patient complained of abdominal pains and a fever. A CT scan was performed, which revealed free air and ascites fluid. The physician assessed that a perforation had occurred at the site of the stent. An emergency surgery was performed on (B)(6) 2013. During the surgery, the section of colon including the stenosis, perforation, and stent was removed and a stoma was created. Following the surgery, the patient condition was stable and the patient is under follow up. In the physician's assessment, the dilation of the stenosis due to the expansion of the stent may have contributed to the perforation.

Manufacturer narrative:
The complainant indicated that the device was disposed and was will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.